Event description:
It was reported that during a tae (transcatheter arterial embolization) procedure, suspected foreign material was noticed. The tae target lesion was located in the hepatic artery. When the renegade fiber braided microcatheter was loaded onto a non-bsc guide wire and inserted into an unspecified guide catheter, it became caught and was unable to be advanced. The micro catheter was removed and upon inspection, outside of the patient, it appeared that "white cord was attached to some surface of the catheter". The procedure was completed with another of the same device. No patient injury complications were reported. The patient's condition was reported as "fine".